Event description:
It is reported that when the screw was explanted the spiral fragment of metal adhered to it.

Manufacturer narrative:
Evaluation summary: from the provided pictures, the device appears to have part of the threads peel off, likely due to interference with the plate when removing. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B) (4). Total number of events: 10. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.